Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 13 mmol/l at the time of incident. The customer stated that the insulin pump was not dropped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did not return after inserting a battery. The issue was not resolved after troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a missing battery tube spring. Unable to perform all functional testing, including the displacement, operating currents and verify the battery out limit, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the blank display. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.